Event description:
Customer reportedly received results of 15.2 mmol/l and 5.9 mmol/l within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.